Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of high blood glucose readings and a motor error from the insulin pump. The patient's blood glucose reading was 534 mg/dl. The customer was admitted to the emergency room for her high blood glucose readings. The customer was getting high blood glucose readings and false motor error alarm. The customer was advised that the likelihood of these occurrences were allowing the bolus delivery of complete before accessing the sensor glucose graph. The customer was advised to return the pump with the battery and to zero out the basal rates. The customer was advised to discontinue use of the device and to revert to a backup plan.